Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and erosion. The plan is to treat the patient with intravenous antibiotics and implant a new system on the other side of the patient's chest. There were no additional adverse patient effects reported. The ra lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).